Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 131 mg/dl on their blood glucose meter. The consumer immediately performed four add'l tests using the same meter and strips getting the following results of "hi" (greater than 600 mg/dl), 298 mg/dl, 372 mg/dl and 275 mg/dl. While on the line with customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's reading was determined to be clinically significant. The meter and test strips in question will be returned for eval.